Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for urological care. Evaluation found no abnormalities on the returned catheter. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: [directions for use] 1. Method of use the device is intended for single use only and is not reusable. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that upon opening a package, the inlet tube was bent and kinked. The drain bag was not used, as the inlet tube remained kinked even though the tube was left for a while. Per additional information via email from ibc on 12feb2021, this complaint had been clarified to be for the catheter, not the inlet tube of drain bag. It was reported that upon opening a package, the catheter was bent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon opening a package, the inlet tube was bent and kinked. The drain bag was not used as the inlet tube remained kinked even though the tube was left for a while. Per additional information via email from ibc on 12feb2021, this complaint has been clarified to be for the catheter, not the inlet tube of drain bag. It was reported that upon opening a package, the catheter was bent.